Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a repositioning attempt, a competitor stylet became stuck in lead. The lead was explanted and replaced.